Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump keeps reading, "cannot start pump with air-in-line. Prime tubing." Even though there is no air in the line. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-08281-00. Please reference file mrn 3012307300-2024-08302-00 for all details pertinent to this event.